Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a shock from the device and was admitted to the critical care unit within the hospital. Therapy was programmed off in the s-ICD. It was noted that the patient also has a concomitant cardiac resynchronization therapy defibrillator (crt-d) with tachycardia therapy off due to oversensing noise from the right ventricular (rv) channel due to a suspected fractured lead. Further information was noted that during the implant of the s-ICD the signal amplitude was out of range in all three sensing vectors. At the implant procedure the electrode was repositioned to more lateral sternal location without altering the sensing quality significantly and the signal amplitude was still out of range. The physician made a clinical decision to accept the sensing quality and override the device. The primary sensing vector was chosen manually, and a high-rate reference s-ECG template was acquired in the operating room. At the s-ICD implant the crt-d was programmed to left ventricular (lv) only pacing with the crt-d tachy therapy off. Technical services (ts) was consulted to review the information and noted the shock was inappropriately administered due to oversensing of p and t waves. Ts reviewed information stored in the remote home monitoring system and found that the crt-d stored multiple atrial tachy response (atr) episodes. Ts educated that during an atr mode switch a crt device will biventricular pace even if the device is programmed lv only as the normal bradycardia setting. Therefore, if this patient had an atr mode switch episode and the pacing morphology was altered as a result of biventricular pacing, the qrs morphology could have been different to the lv only morphology and potentially resulted in inappropriate sensing and shock therapy from the s-ICD. Ts discussed further troubleshooting and programming considerations to avoid interactions between the devices. Reprogramming of the crt-d occurred, and further reprogramming considerations of both devices are being considered. The s-ICD remains in service and no additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.